Event description:
It was reported that a neurologist's (B)(4) handheld computer was frozen. Our consultant was going to go to the neurology office and investigate. The handheld computer was frozen on the interrogate successful screen when she picked it up. When troubleshooting the handheld it was on the cyberonics main menu. The handheld was not plugged in when the event occurred, nor did she perform a hard reset. The consultant was able to interrogate and perform diagnostics with her demo generator without a problem. The handheld is not being returned for analysis as the event appears to have resolved. Software firmware caused event.

Event description:
Additional information was received that the handheld was continuing to have the same problems and would be returned. The event resolves with a hard reset but occurs again. The handheld computer is pending completion of analysis.

Event description:
An analysis was performed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and is readily confirmed. No other issues were observed with the retuned handheld. The handheld performed according to functional specifications.